Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the procedure, a blood leak occurred. When flushing the side port, blood and saline began to leak from the back of the device. The sheath was replaced and the procedure was completed with no adverse patient consequences.